Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the charger would not charge a battery pack. Upon evaluation, the q1 current controlling transistor was shorted on the bedside board. The cause of the resets and inability to charge is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us returned a battery charger indicating that it was resetting.